Event description:
It was reported that the atrial leadless pacemaker dislodged. The device was explanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient experienced stimulation in the right groin. It was then confirmed that the device dislodged to the inferior vena cava via x-ray. There were no patient consequences.